Event description:
It was reported that the receiver initialized without a manual restart occurred. No product was provided for evaluation. Data was provided for investigation but does not reflect the alleged device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).